Event description:
In two cases of extremely critically ill ICU patients on multiple pressors, lasix drips and propofol - the manifold failed and cracked, requiring immediate replacement.====================== health professional's impression======================cracked manifold: the failure is presumed to be from some combination of vasoactive medications or possibly from the lipid-based propofol.====================== manufacturer response for IV manifold, mx4343lm (3 gang, 4 way manifold manifold)======================product should be lipid resistant.